Manufacturer narrative:
(B)(4) determined that the scope involved with this patient event was serial number (B)(4). Based on this information, this MDR is being submitted in an abundance of caution within 30 days of becoming aware of the event. Moreover, as part of the company's investigation of scopes at (B)(6) in 2015, the company was informed by (B)(6) that scope serial number (B)(4) was tested around april, 2015 and determined to be negative for klebsiella pneumoniae. Device not sent to manufacturer.

Event description:
On april 12, 2017, (B)(4) became aware of a patient event following an ercp (endoscopic retrograde cholangio-pancreatography). On (B)(6) 2015, during an ercp procedure, a five millimeter sphincterotomy (cut) was made to enable passage of a stent. Following the procedure, the patient was admitted to the hospital for signs and symptoms of sepsis. A CT scan was conducted of the pelvis of the patient and found fluid collection and air that was consistent with indication of perforation. Blood cultures also indicated a (B)(6) result for klebsiella pneumonia. The patient's medical record indicates that the patient had post-ercp pancreatitis and a duodenal perforation. The patient was ultimately discharged without any antibiotics prescribed. On (B)(6) 2015, the hospital conducted an ercp stent replacement. After periods of being admitted and discharged from various care centers, the patient went into respiratory distress on (B)(6) 2015, and expired on (B)(6) 2015, as a result of septic shock secondary to klebsiella infection.